Manufacturer narrative:
The technician found the left head side rail has a broken end tube. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. The technician replaced the left head side rail end tube, shoulder screw, nut and ratchet rivets to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the left head side rail will not stay in the latched position. No patient injury reported.